Manufacturer narrative:
The device has been received for analysis. During product analysis white marks / spots were noted on the catheter. The conclusion code quality control deficiency was selected based on the identification of white stains/marks in the handle section of the catheter. While no physical breakage or structural damage was observed, the presence of these surface anomalies constitutes a cosmetic defect damage in the handle that impacts product quality.

Event description:
It was reported that during preparation for a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave catheter was opened and the physician observed a white coating on the handle. The physician decided to replace the catheter and the procedure was completed successfully. No patient complications were reported. The device is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave catheter was opened and the physician observed a white coating on the handle. The physician decided to replace the catheter and the procedure was completed successfully. No patient complications were reported. The device is expected to return for analysis.